Event description:
It was reported that there was a communication problem. There was poor communication with and without the antenna being attached to the programmer. An implantable neurostimulator (ins) overdischarge was suspected. The last successful recharge session was 2 weeks to a month prior to the report. The patient experienced a loss of therapeutic effect. The patient¿s legs were tightening, their toes curled under, and their feet knotted up. The patient knew their stimulation was off because their legs shook. It was later confirmed that there was no device overdischarge and that the battery had reach it end of life (eol). The patient experience intractable pain. An attempted reprogramming was done, however, it became obvious that the battery was at end of life (eol) and needed replacement. The patient recovered without permanent impairment. Omitted information from (B)(4)¿ problems with unit since it is unrelated to this event.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3587a, lot # l91021, implanted: (B)(6) 2001, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).